Event description:
During left kidney stone extraction procedure, surgical laser started giving error messages and would not operate. Laser was shut-down and restarted, but still did not clear up error message codes 58,182,215,and 216. Procedure was cancelled and equipment sent to bio-medical for evaluation. Bio- medical called in laser service engineer to troubleshoot problems and it was found that this equipment needed a software upgrade to version 1.0.6.8 that corrected and cleared all error codes. Laser was pm and returned to service. Manufacturer response for surgical laser, pulse 120h laser (per site reporter): manufacturer upgraded software to laser that was under product warranty.